Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer failed and displayed a failed status. A field service engineer (fse) found a ribbon medication lodged between the drawer open/close sensor and reflector tape. The obstruction was removed, and the drawer was left open to allow it to fail and become recoverable. The drawer subsequently passed open/close testing in hta, and the drawer and inventory medications were successfully recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. User tried to recover it, but there was nothing available to press to recover the drawer, had to send up medications because the drawers were not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.